Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during laparoscopic cholecystectomy, the electrode came out from the shaft. The device was used on cholecystic artery. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 1/23/2023. D4 batch #: x95e94. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the inner tube detached from the shaft sheath, in addition, the electrode tip is not detached. Therefore, functional testing could not be performed, as the shaft could not be connected with the test handle. A manufacturing record evaluation was performed for the finished device batch x95e94, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what could have caused this issue.